Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that smart-site 20mm vented vial access device leaked. The following information was provided by the initial reporter: material no: mv0420; batch no: unknown. It was reported that while attaching this device to our 20mm vial, the device did not pierce the stopper, but inadvertently pushed the stopper into the vial.

Manufacturer narrative:
H.6. Investigation: no photo or sample received for investigation, the customer's complaint of faulty vial/stopper could not be verified at this time. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that smartsite 20mm vented vial access device leaked. The following information was provided by the initial reporter: material no: mv0420 , batch no: unknown. It was reported that while attaching this device to our 20mm vial, the device did not pierce the stopper but inadvertently pushed the stopper into the vial.